Event description:
End user alleges while transferring into the motorized wheelchair, she misjudged the seating distance and fell to the floor, allegedly, fracturing her left leg.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user advised that she misjudged the distance of the seating upon transferring into the motorized wheelchair. The owner's manual warns, "the operation of the power chair requires caution and consideration for your personal safety and the safety of others around you".